Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6(b), d9, h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, muscle pain and "burning". It was additionally reported "microscopic deposits of foreign material consistent with silicone". The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/jun/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 02/jul/2024.

Event description:
Physician reported left side capsular contracture, baker grade IV, muscle pain and "burning". Examination report shows "histological appearance consistent with periprosthetic shells. Note the focus of microscopic deposits of foreign material consistent with silicone". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported event of capsular contracture/pain/gel fracture was received on june 12, 2024, with lot number 2239746. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. Gel fracture: not observed. Pain: unable to observe since it is not related to the device. As per the investigation procedure deformation, crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported left side capsular contracture, baker grade IV, muscle pain and "burning". Examination report shows "histological appearance consistent with periprosthetic shells. Note the focus of microscopic deposits of foreign material consistent with silicone". The device has been explanted.

Manufacturer narrative:
E1.: (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, grade IV.

Event description:
Physician reported, left side capsular contracture, baker grade IV. Muscle pain and "burning". The device remains implanted.